Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
Infection and pocket erosion was reported. The device was removed. No further patient complications have been reported as a result of this event.